Event description:
It is reported that the pt is experiencing some occasional step off pain in the hip.

Manufacturer narrative:
Info was rec'd from a health professional who is not required to complete form 3500a. Eval summary: primary notes stated that the devices had been properly placed and good press fit. Range of motion was stable and leg lengths and offset seemed to be equalized. The 1 yr check up notes stated that the pt was having stepoff pain in the hip. It was noted that the pt had no gait abnormality. The leg lengths appeared to be 1/8 inch long on the left while lying supine measured at the ankles. The pt was instructed to continue with activities as tolerated. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected tha the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.